Event description:
It was reported that the device was running without the trigger being pressed during a procedure. It is unk if there were any adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the complaint was duplicated. The root cause is a brittle fracture in the gear train. The device was repaired and returned to the customer.